Manufacturer narrative:
Analysis was performed on the returned device. There was an observed suture retrieval issue which was likely what was reported as suture separation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was an arteriotomy closure of the calcified left and right common femoral artery using the pre-close technique via a 6f sheath hole for both access sites prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, during the initial deployment of two prostyle devices at the right access site, the sutures reportedly broke while retracting the needles. The sutures of two new prostyle devices were successfully pre-placed at the right access site. At the left access site, two additional prostyle devices were also deployed; however, the sutures failed to engage the vessel wall and were dislodged upon device removal. The sheaths were upsized to 12f on the left access site and 16f on the right access site and the evar procedure was completed. Hemostasis was achieved with the two initial successfully pre-placed sutures at the right access site while surgical suturing was required on the left access site. There were no reported adverse patient outcomes and no clinically significant delay in the procedure or therapy. No additional information was provided.